Event description:
A pt underwent fusion surgery at l4-l5 and click'x pedicle screws were placed. Pt reportedly presented to the ER 10 days later complaining of excruciating pain but no instrumentation failure was noted. Pt underwent a revision procedure one month post implant and it was noted the head of a screw had been dislodged on the right at l4. The head was reattached and two pedicle screws were replaced.

Manufacturer narrative:
Add'l info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.